Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) surgical procedure, user informed the technical support engineer that they were unable to take control of the universal surgical manipulator (usm) 3 and usm 4 during procedure. The system was not connected to the onsite network. The tse suspected that the arm assignment between two surgeon side consoles (ssc)s was incorrect. The procedure was completed as planned with no reported injuries. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: on the event date 03/25/2025, the reporter confirmed that the procedure was completed with the second surgeon side console (ssc) (the surgeon changed the console after the problem occurred). The arm control issue was consistent.

Manufacturer narrative:
Intuitive surgical inc., (isi) did receive the right master tool manipulator (mtm-r) involved with this complaint to perform failure analysis. Failure analysis investigations confirmed the reported failure intermittently. The mtm-r was analyzed and the opto button was found to be stuck during the inspection. The unit was visually inspected, no issues were found that would be related to the reported event. The mtm-r was then installed onto a patient side cart fixture test platform (pftp) where it passed all relevant tests within specification. The probable root cause of reported failure is attributed to mechanical issues caused by a stuck gimbal slider button located on mtm-r.

Event description:
Refer to h11 for follow-up information.